Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder overheated and melted the tip. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning, as it was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)